Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of high impedances, as lead electrical testing was within normal measurements. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant, this lead exhibited high out of range pacing impedances while helix extension and retraction difficulties were also noted after 25 rotations. The lead was removed and returned for analysis. No resulting adverse patient effects were reported as a result of the extended procedure.